Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous proximal left anterior descending coronary artery. The physician attempted to post-dilate another MFR's stent using the quantum maverick mr 15 mm x 3.0 mm balloon catheter. The maverick was inflated one time to 10 atms, however, the balloon ruptured. The physician successfully completed the procedure with a different unspecified device. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
The device was disposed of by the hospital, therefore, a technical analysis could not be performed. The mfg records were reviewed with no issues or discrepancies were found. The device met all specs. The most probable root cause is operational context as the device performance was limited, due to anatomical and/or procedural factors.